Event description:
During a decompression procedure at the l5/s1 level, the physician withdrew device to reposition. Upon withdrawal, he observed that the distal tip was detached from the neural localization probe. He did lateral and a/p fluoroscopy to visualize the tip and found it just lateral of midline. He successfully retrieved tip without further resection. In the evening, the company spoke to the physician. No additional clinical sequelae was reported as a result of the device malfunction.

Manufacturer narrative:
The device was inspected. Manufacturing and material records were evaluated and components and processes were within specification. Design is being evaluated and corrective action initiated.